Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 dor: none reported (left hip). Patient is resident of (B)(6). **update: 2/6/2013 sales rep reports that the patient has been revised because of pain, metal sensitivity. Doi: (B)(6) 2009 dor: (B)(6) 2013 (left hip). No new information was received that would change the investigational results. **update** 04/16/2013 - patient's revision operative records were received. Records indicate upon revision cloudy milky appearing fluid was encountered. Also noted was mechanical impingement in extremes of extension and external rotation. The cup was noted to be anteverted as well. The stem was added to the complaint and the complaint re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.